Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. According to the reporter, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, scar, abscess under the entire patch area. Photos were provided with the skin reaction presented as a localized inflammatory response at the sensor application site, characterized by an area of intense redness, swelling, and a darkened, crusted central lesion at the immediate needle puncture point, marked clinically by a purple marker arrow. Over time, the condition significantly worsened, progressing into a severe, deep, full-thickness circular ulceration that extended down into the dermal layer. In this advanced stage, the open wound bed exhibited tissue slough and a yellowish exudate, which was surrounded by extensive, confluent erythema and denuded, peeling skin from secondary peri wound irritation. The patient was hospitalized due to black dots on the skin and found out it was an abscess. It was unspecified if any diagnostic test were performed. The reporter stated that the abscess was removed. Anesthesia was used however the reporter is unable to recall the type. There were no stitches required as was an open wound and should heal on its own. The patient was treated with an antibiotic drip (amoxicillin- 500mg + clavulanic acid 125 mg+ unspecified medication) and pain reliever (unspecified). No other details were documented. At the time of the report, patient condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).